Event description:
It was reported that the patient was experiencing an increase in seizures. Good faith attempts to obtain additional info from the patient's treating physician have been unsuccessful to date.